Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had their entire system removed on (B)(6) 2018 due to an infection. A new scs system was implanted on the same day. No further complications were reported.